Event description:
It was reported that a patient underwent a sling procedure several years ago without complications. Recently, the patient sought treatment for painful intercourse. The surgeon found no problems with the mesh and the patient remains continent. The patient was also seen by a urogynecologist who found the mesh was in place properly without issues. The patient has been referred to physical therapy for unresolved complaint of pain with anything in vagina. The surgeon prefers not to remove the sling at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.